Event description:
It was reported that the guidewire was curved so that cannot be used. Customer change new wire. On (B)(6) 2022 the returned photo of the device showed an unraveled guidewire.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the cause is unknown. A photograph of an elongated and unraveled guidewire was returned for evaluation. The unraveled section of the guidewire was tangled and knotted. The exact root cause of the damage could not be determined from the photograph alone. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, dimensional incompatibility between interfacing devices, or the guidewire being retracted through the needle. The IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 0.018 in. Guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of refs1550 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was curved so that cannot be used. Customer change new wire. 03/18/2022- the returned photo of the device showed an unraveled guidewire.